Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('try to control bleed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), osteoarthritis ("osteoarthritis"), cyst ("cyst"), dental caries ("several cavity"), noninfective gingivitis ("inflammation gum") and tooth fracture ("chipped teeth"). The patient was treated with surgery (hysterectomy due to genita bleeding). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, osteoarthritis, cyst, dental caries, noninfective gingivitis and tooth fracture outcome was unknown. The reporter considered cyst, dental caries, genital haemorrhage, noninfective gingivitis, osteoarthritis and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('try to control bleed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), osteoarthritis ("osteoarthritis"), cyst ("cyst"), dental caries ("several cavity"), noninfective gingivitis ("inflammation gum") and tooth fracture ("chipped teeth"). The patient was treated with surgery (hysterectomy due to genital bleeding). Essure was removed on (B)(6) 2014. At the time of the report, the osteoarthritis, cyst, dental caries, noninfective gingivitis and tooth fracture outcome was unknown. The reporter considered cyst, dental caries, genital haemorrhage, noninfective gingivitis, osteoarthritis and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-osteoarthritis, cyst nos,genital bleeding, dental cavity, inflammation nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received reporter information added , event dental cavity, inflammation gum added. Fu 1,2,3 & 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.